Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread breaks easily.

Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed (B)(4) units of this batch. There are no units in our stock. We have received one open cassette with the date of cassette's opening written: 20.06.2017. The reception of the cassette was on 16.08.2017, so the suture was used within 4 months period after opening, which is correct. Thread in the cassette received breaks easily, the thread is degraded. Thread degrades by hydrolysis because of air humidity. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 6.73 kgf in average and 6.61 kgf in minimum and fulfilled the requirements (requirements: 5.18 kgf in average and 2.59 kgf in minimum). Stability tests performed guarantee product properties within 4 month after opening the cassette. Remarks: as indicated on the cassette label, "knot the remaining thread and replace the cap after each use". Actions on distributed product of this reference/batch: replace the cassette to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.